Event description:
During use for a cardiopulmonary bypass procedure, the gas delivery module displayed the message "calibrate o2 sensor." An alternate gas mixer was employed. It is not clear that the user properly calibrated the gas module prior to its use. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.